Event description:
The user facility reported an impella cp in a 54 yo male with acute myocardial infarction/cardiogenic shock. It was reported that the pump had ¿high purge pressure¿ alarms and there was an eventual pump stop. The impella was exchanged for another cp. No additional information was provided.

Manufacturer narrative:
The impella device has been returned for evaluation. However, it has not yet been evaluated. A supplemental report will be submitted when the investigation has been completed. The instructions for use states the following: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ the failure modes are being monitored and trended.

Manufacturer narrative:
The investigation into the high purge pressure and the pump stop issues has been completed since the original report was filed. The pump and purge cassette were returned for investigation. The pump was visually inspected, and biomaterial ingestion was observed in the purge gap at outflow. Purge cassette was setup for priming and pressurized by connecting to the pump and purge fluid leak was observed on sidearm yellow luer lock. The cause of the pump stop issue was due to biomaterial ingestion per field investigation and log review. The cause of the purge leak was sidearm yellow luer damage most likely occurring during use due to the high tensions in combination with disinfectants and certain drug ingredients.